Event description:
It was reported that the cartridge was leaking from the cartridge tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus. Customer loaded a new cartridge to address the issue.